Manufacturer narrative:
The UDI number: the UDI number was inadvertently omitted from the initial report. The UDI number has been updated accordingly. Correction: device availability: the device availability was inadvertently documented as 11/24/2017 in the initial report. The date returned to manufacturer was corrected to 11/14/2017. Manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further investigation, it was determined that the worn out coupling tool side issue was related to the tension screw. This issue has been escalated to CAPA. It was further determined that the electronic control unit (ecu) was defective due to normal wear. It was determined that the handpiece device did not run; therefore, no motion was observed during the functional test. The assignable root causes were determined to be due to product design, construction/design false, defective. And normal wear. The process issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side was worn out on the battery oscillator device. It was further determined that the disc at the clamping screw roamed and the controls were defective. It was further determined that the device failed pretest for functional test, check saw blade coupling and general condition. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.